Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type :recharger. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger ((B)(4)) found the connector broken.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain via a manufacturer's representative. The patient had a problem; she has been unable to use her stimulation because she cannot charge. The issue with the recharger started about two weeks ago. The connector pin was broken and the recharger was not charging. There was no patient symptom reported.